Event description:
Customer reported bruising on patients after laser hair removal procedure. All adverse effects cleared in two weeks. Laser was recently installed.

Manufacturer narrative:
Field service noted the energy calibration at 22% above nominal value. The energy calibration was re-adjusted. The energy calibration was rechecked two weeks later with no change noted. The most likely cause was an isolated case of initial calibration drift.